Manufacturer narrative:
The complaint of infection can not be analyzed for infection as the allegation can not be confirmed or refuted via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was hospitalized and the system was explanted on (B)(6) 2016 due to a (B)(6) infection in the ipg pocket. An update on (B)(6) 2016 revealed the patient remains in the hospital.

Event description:
The patient completed the prescribed antibiotics and the infection was resolved.